Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost choked [choking sensation]; fell apart while brushing, the brush head is in 4 pieces, had loose parts in mouth [device breakage]. Case description: a wife reported that while her husband used an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean fell apart and was in 4 pieces, and he almost choked due to having loose parts in his mouth. The case outcome was recovered. On 25-may-2016: the initial 3500a for this case was first reported to FDA via webtrader on 18-apr-2016. Per FDA request, the initial report is being resubmitted.